Manufacturer narrative:
Device received with all buttons responding properly. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within specification. No low battery alert noted. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No slow rewind noted. Device received with corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and minor scratches on lcd window. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated middle button sticks. Customer stated there was condensation under screen. Customer stated insulin pump was slow to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.